Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 4.50mm x 20mm nc emerge was advanced for dilation. However, during inflation to 14 atmospheres, the balloon ruptured. The procedure was completed without any patient complications reported.